Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible loss of capture, an atrial lead position check fail, and oversensing. It was also reported that the right ventricular (rv) lead exhibited chronically low r-waves and the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The leads and ipg remain in use. No patient complications have been reported as a result of this event.